Event description:
During the investigation, it was noted that the proximal end of the delivery wire was broken. No patient injury was reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the proximal end of the delivery wire was broken. The main coil was noted to be stretched. Based on the information provided and the investigation, the most probable cause for the delivery wire breaking is procedural factors.

Event description:
During the investigation, it was noted that the proximal end of the delivery wire was broken. No patient injury was reported.